Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in a leg vessel. A 300cm, 8cm poly tip v-18 control wire was advanced to the lesion. However, it was noted that the tip of the wire sheared off and became separated. The physician then retrieved the separated wire tip using a snare. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch with a metal cannula loaded. The unit returned has distal end damage. The device was returned loaded in a cannula, however it was removed from it. The wire was inspected and it the body kinked in the middle of the device. Also, the polymer tip is peeled exposing the core wire (5.5 cm in the distal section end) with the distal tip partially detached. Also it has the distal tip end kinked. The outer diameter (od) of the distal tip, middle of the device, and proximal section are all within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in a leg vessel. A 300cm, 8cm poly tip v-18 control wire was advanced to the lesion. However, it was noted that the tip of the wire sheared off and became separated. The physician then retrieved the separated wire tip using a snare. No patient complications were reported and the patient's status was okay.